Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
Log file analysis: alarm files revealed 17 high watt alarms and 1 low flow alarm were logged from (B)(6) 2015. Logs indicate an increase in power consumption and estimated flow starting on (B)(6) 2015, leading to parameters outside of the normal operating range on (B)(6) 2015. Parameters returned to normal operation on (B)(6) 2015 at 19:05:28. Conclusion: a review of the controller log files associated with the event captured confirmed the reported high watt alarms. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Pathology conclusion: evaluation of the pump impeller (demonstrates the presence of a compacted and flattened fibrin thrombus plaque that is suspected to have developed de novo. There is associated circumferential abrasion on the outer edge of the inferior impeller surface indicating abnormal mechanical wear which affect the functionality of the pump. The impeller of the pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Analysis of the device revealed that the device passed the dimensional verification. However, visual examination indicated abrasions on the impeller surface. No functional testing was performed as only the impeller was retuned for evaluation. Independent pathology report revealed evidence of thrombus within the impeller surfaces. The mechanical abrasions, observed on the inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinically the patient had risk factors for thrombus clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Pump high watt was reported from germany. The pump was replaced with another pump. Information received via a site medical device vigilance submission and information from the site reported that in the morning of (B)(6) 2015 (pump), high power consumption alarms occurred. The patient was promptly scheduled to come to the hospital "for clarification upon suspicion of a pump thrombosis. The hemolysis parameters were highly increased including hematuria, elevated plasma-free hemoglobin (pfh) and/or serum lactate dehydrogenase (ldh). The acoustic analysis clearly demonstrated a pump thrombosis." Anticoagulation was controlled; inr 2.2 10 days before and 2.6 on the day of the thrombosis. Intervention included administration of aggrastat and the pump was exchanged on (B)(6) 2015. A thrombus on the rotor of the pump was verified during the analysis of the explanted pump by the site. It was further reported by the site that "scratch marks on the back side of the rotor indicate a repeatedly contact of the rotor with the housing base." The patient is currently on the "normal ward and feeling well".